Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the cmos was replaced, but there was a windows error after boot up. The mobile view station (mvs) computer was replaced and the system performed as intended. The imaging system then passed the system checkout and was found to be fully functional. The mvs computer was returned to the manufacturer for analysis. Analysis found that the computer failed bench test. The windows error message causes the system to crash and freeze. Boot up was unsuccessful after multiple restarts. Analysis found that the reported event was related to a software issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the mobile view station (mvs), when connected to the imaging device, would either go into sleep mode or shut down. The site stated that they had to reboot the system to get power back to the mvs. There was no patient present when this issue was identified.